Manufacturer narrative:
The lot numbers for the malfunctions were not provided; therefore, a lot history review could not be performed. The devices have not been returned for evaluation. However, one malfunction provided medical records and images which confirmed tilt, perforation, and retrieval difficulties. The other malfunction provided medical records which confirmed for retrieval difficulties, but was inconclusive for perforation and tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation, tilt, and was difficult to remove. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. The patients were a (B)(6) year-old male weighing (B)(6) lb and a (B)(6) year-old male weighing (B)(6) lb.